Event description:
It was reported that incorrectly low nibp readings were provided for which the patient was treated.

Manufacturer narrative:
Legal manufacturer: (B)(4). Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A4: patient's weight was 0.5kg b3: date of incident not available; customer could not provide. D4: device ID number and UDI not available; customer could not provide. H4: date of manufacture not available; customer could not provide. Investigation findings: it was reported that a neonatal patient was unnecessarily treated with IV fluids and dopamine for alleged incorrectly low nibp values provided by the ge healthcare (gehc) pdm (with carescape b650 v3 host monitor). The patient did not sustain an injury related to the alleged issue. The nurses did not recall the date/time/bed number of the event. Nor did they recall the nibp values that prompted the treatment. As a result, the specific pdm involved could not be confirmed and thus, further tested for proper function. Nor could device log files be collected for engineering review. On follow-up, the nurses stated that, in addition to incorrect values, they was also experiencing issues with nibp error messages. It should be noted that the care unit had just recently converted to the pdm and carescape b650 v3 from a different gehc monitor. Gehc met with the customer multiple times to obtain additional information and sent a clinical specialist onsite to observe. The clinical specialist noted that the issue was occurring with very small preemie babies and felt that the baby's clinical condition may be contributing to the issue. No adverse trend was identified when complaints for similar issues were reviewed. Based on the information available, a root cause could not be determined. Gehc continues to work with the customer to address their concerns as they arise.